Event description:
It was reported that the lead was explanted due to oversensing leading to inappropriate therapy. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. The analysis showed that the insulation was found squeezed and damaged 33.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.